Event description:
During a thrombectomy procedure, a 3f fogarty catheter was inserted into the right tibial artery and inflated. The balloon became detached and remained in the artery. An arteriogram was performed and the thrombus removed was observed for the remanants of the balloon. Arteriogram revealed on occlusions in the arteries.